Event description:
It was reported that the customer had a blood glucose level of 50 mg/dl and that his blood glucose levels had been trending high. The customer stated he had the following symptoms of high blood glucose levels: nausea, headache, tiredness, and malaise. Standard troubleshooting was performed. Occlusions in the form of air bubbles were discovered in the infusion set tubing. The insulin pump functioned according to design. The customer was advised to change his reservoir, insulin, and infusion set. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).